Manufacturer narrative:
An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that four weeks after implantation of the device during surgery for removal of a posterior occipital tumor, the pt developed a fever and a cerebrospinal fluid (csf) pocket in the back of the neck. He had been discharged from the hospital. A lumbar puncture was performed. The csf that was obtained showed an increase in the white blood cell count and presence of protein consistent with a diagnosis of infection. The pt was treated with antibiotics for a mycobacteria infection. In a second surgical procedure, the graft was observed to be in good condition. Only one corner of the patch was seen to be distributed. The device was left in place. The physician considered that the device was not the cause of the infection.